Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down, and ok button were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original keypad complaint was unable to be duplicated. The keypad was intact, there was no evidence of peeling or damage and all the keys were responsive. The keypad was removed and there was no evidence of contamination found on the key contacts. The pump was opened and there was no evidence of corrosion near the keypad connector. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper pad. Additionally, the bolus button was observed to be torn/punctured but still responsive.